Event description:
Patient had latex allergy. Nurse used silicone coated catheter thinking it was latex free. Small print on package stated "latex surface treated with silicone fluid" packaging very confusing causing wrong product to be used. Correct product was 100% silicone foley catheter. Patient had a latex allergy. Needed a foley catheter. Looked for silicone catheter and used silicone coated foley catheter. Packaging very confusing it actual has a latex surface in packaging #1. What should have been used is #2 - 10070 silicone foley catheter.